Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels. Reportedly, the customer's experienced elevated bg levels of 427 mg/dl, which was addressed with manual injections and correction bolus with the pump. Additionally, the customer experienced low bg levels of 45 mg/dl, which was treated by setting a temporary rate and consuming food and tea. Recommendation was made to consult with health care provider regarding diabetes management.